Manufacturer narrative:
A bec field service engineer (fse) was dispatched to evaluate the instrument. The fse discovered a broken rinse cup that was leaking and a leaking tubing. The fse replaced the broken rinse cup and tubing which resolved the leak issue. The fse also replaced pinch valve (pv13) and actuator that was not fully extending. Failure mode: broken rinse cup and an actuator at pv13 that was not fully extending. Per labeling, beckman coulter urges its customers to comply with all national health and safety standards such as the use of barrier protection. This may include, but is not limited to protective eyewear, gloves and suitable laboratory attire when operating or maintaining this or any other automated laboratory analyzer. (B)(4).

Event description:
A customer contacted beckman coulter (bec) stating that blood sprayed inside the coulter lh 750 hematology analyzer and on the front cover. The volume of the leak was 2 cubic centimeters and was contained within the instrument. The operator was wearing personal protective equipment (ppe) consisting of gloves, a laboratory coat, and protective eyewear at the time of the incident. The material safety data sheet (msds) was reviewed. The laboratory's exposure control/risk management plans are in place. There was no biohazard exposure to mucous membranes or open wounds. Medical attention was not sought. No erroneous results were generated in connection to the reported event.